Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma-late.

Event description:
Patient husband reported right side "capsular contracture associated with late seroma. " device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade iii, with seroma. Healthcare professional later reported increased breast volume, pain, fluid, moderate intracapsular collection enhancement and thickening of the envelope and fibrous capsule, capsular contracture (baker grade iii), possibility of anaplastic large cell lymphoma associated with the breast implant (bia-alcl) could not be ruled out, seroma, cellular debris and necrotic cells, and rotation. Patient additionally reported intracapsular rupture. The device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device ¿ malposition: unable to observe since it is not related to the device. ¿ rupture: not observed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient relative reported right side "capsular contracture associated with late seroma". Later, healthcare professional reported "increased breast volume on the right, accompanied by pain, moderate amount of fluid adjacent to the lower quadrants, moderate intracapsular collection, associated with enhancement and thickening of the envelope and fibrous capsule, findings compatible with capsular contracture, the possibility of anaplastic large cell lymphoma associated with the breast implant (bia-alcl) could not be ruled out, seroma in the right breast, consisting of cellular debris and necrotic cells, and posterior closure inserts lateral on the right, which may represent rotation". Patient later reported "grade iii contracture and a late seroma". Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 23/aug/2024.

Event description:
Patient husband reported right side "capsular contracture associated with late seroma." Device remains implanted.

Event description:
Patient husband additionally reported right side "possibility of anaplastic large cell lymphoma associated with the breast implant (bia-alcl) could not be ruled out, and rotation".

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii, rupture additional, changed, and/or corrected data: b.5., d.6b., h.6., h.11.

Event description:
Patient relative reported right side "capsular contracture associated with late seroma". Later, healthcare professional reported "increased breast volume on the right, accompanied by pain, moderate amount of fluid adjacent to the lower quadrants, moderate intracapsular collection, associated with enhancement and thickening of the envelope and fibrous capsule, findings compatible with capsular contracture, the possibility of anaplastic large cell lymphoma associated with the breast implant (bia-alcl) could not be ruled out, seroma in the right breast, consisting of cellular debris and necrotic cells, and posterior closure inserts lateral on the right, which may represent rotation". Patient later reported "grade iii contracture and a late seroma" and via ultrasound "the hypothesis of intracapsular rupture should be considered among the differentials¿. Device has been explanted.